Event description:
It was reported that prior to implant, the device was at rrt (recommended replacement time). The device was not used. There was no apparent patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).